Event description:
I was diagnosed with vaginal prolapse; had no history of urine leakage prior to surgery. Products used: ams' monarch sling and caldera medical's pop mesh. Unable to urinate on my own after surgery; was given macrobid to use to prevent infection until I was able to void myself. Three weeks later, I broke out in hives. After visits to dermatologist, and 4 rounds of prednisone later, the hives disappeared but I was left with red area on my body that burned/itched like prickly heat; other areas developed a "honeycomb" type red rash -not raised-. As a teacher, the itch/burning was debilitating. I have had blood tests, urine tests, skin patch tests, chest x-rays, a CT scan ordered by my internist -an endocrinologist-, my allergist, and my dermatologist. They could not figure out the underlying cause of my condition or what to do for it. I was sent to the clinic in 2008, and began extensive testing there, including a bone marrow biopsy. The dermatologists all agree that this is not a dermatological problem. There is an underlying cause for the rash and the horrible prickly heat. The head of my team says that all of my tests are normal, save a slightly elevated white count. They aren't going to order any further tests. I am left in this condition. Is there any recourse to find out if any one else has had this problem since the sling and mesh were used in their vagina/bladder prolapse surgery?. Dates of use: 2008. Diagnosis or reason for use: vaginal prolapse.